Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed and was determined to be use related. One 3 fr single lumen per-q-cath was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the catheter between the 11 cm and 12 cm depth markers. Tensile weakness was observed in the proximal catheter segment from about the 4 cm depth marker to the break site at the distal end of this catheter segment. Tensile weakness was observed in almost the entire length of the distal catheter segment. A microscopic observation revealed the fracture surfaces of the catheter to be uneven but mostly flat and granular in texture. The features of the break surfaces of the catheter as well as the tensile weakness observed in the catheter segments indicate the catheter likely broke due to excessive tensile (pulling) force. A lot history review (lhr) of recz3347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the device fractured in 2 while inserted in patient. This had to be surgically removed by the or on (B)(6) 2020. Line initially placed on (B)(6) 2020." Addendum per received email 02/24/2020- "when the line was removed only 24 of the 41 cm was present. X-ray done and patient taken to surgery to removed the remainder of the line".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3347 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the device fractured in 2 while inserted in patient. This had to be surgically removed by the operating room on (B)(6) 2020. Line initially placed on (B)(6) 2020" addendum per received email 02/24/2020 - "when the line was removed only 24 of the 41 cm was present. X-ray done and patient taken to surgery to removed the remainder of the line."